Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). During the procedure, the physician found that the cat8 was kinked. It was also reported that the bulb of the sep8 fractured. Therefore, the cat8 and the sep8 were removed from the patient. It was reported that the same issue occurred with a second sep8. No additional information was provided regarding the second bulb of the sep8. The procedure was completed using a new cat8 and a new sep8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined the product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2024-00005, h3 other text : placeholder.